Event description:
Healthcare professional reported deflation and exchange to due to concern with the product against left side device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.¿ further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported, deflation. And exchange, due to concern with the product against left side device. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease flat, brown particles in the surface of the shell and opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify, opening sharp in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a sharp opening on posterior side, an unidentified (tear) opening.